Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 258 mg/dl. The customer administered a manual injection. Troubleshooting with tandem customer technical support (cts) was performed. Cts replaced pump after multiple unsuccessful attempts to wake pump from shelf mode. Reportedly, the customer would continue use of manual injections for insulin therapy.